Manufacturer narrative:
The insulin pump was unable to prime during prime test and alarmed during the basic occlusion test due to protruded/loose drive support disk. Unit was received with missing end cap sticker, broken battery tube threads and cracked display window corners.

Event description:
Customer reported that the insulin pump is alarming, squirting the insulin out during the manual prime and that the drive support cap is sticking out. Nothing further was reported.